Event description:
One endeavor sprint rapid exchange drug eluting stent was implanted in the proximal lad during the index procedure. It was reported that an mi occurred one day post the index procedure. Mi was categorized as a non q wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was confirmed that at the 30 day follow up, 6 month follow up and 1 year follow up and 1.5 year follow up post the index procedure, the patient was free of symptoms.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because battery indicator was not resolved with troubleshooting.